Event description:
It was reported that the intra aortic balloon was inserted without difficulty and then removed after the pt's surgery. Subsequently, the pulses were lost in the pt's right leg and the pt went for exploratory surgery. Repairs to the femoral and iliac arteries were performed and the pt required a transfusion. The pt developed pulmonary edema and adult respiratory distress syndrome and was placed on a ventilator. The user is not implicating the intra aortic balloon for the pt's poor prognosis.